Event description:
It was reported to philips that lines were appearing across the display. There was no patient involvement.

Event description:
It was reported to philips that lines were appearing across the display of the device. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty display assembly. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the display assembly. The display assembly was replaced and the device passed all subsequent testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that lines were appearing across the display. There was no patient involvement.